Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead was noted as dislodged, resulting in loss of capture and loss of sensing. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.